Event description:
During an exostosis procedure the pt's tympanic membrane perforated. A graft was performed that day to repair the membrane. The following day, the surgeon notified trimedyne that the pt suffered facial paralysis. Further medical examination revealed that the pt substained facial nerve damage and has a hearing loss. Note: there were no product malfunctions reported.